Event description:
Custom pack was opened and items were being opened to the field. Scrub noticed a "hair" looking foreign body that was on the field. This was before any pans were placed on the table. A new pack was opened to complete the procedure. Returned the foreign body to vendor fedex# [redacted].